Manufacturer narrative:
Other relevant device(s) are: product ID: e tlw1616c82e, serial/lot #: (B)(4), ubd: 25-sep-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a 52mm abdominal aortic aneurysm. It was reported that the patient presented emergently fourteen days later with a pulseless right femoral artery and a CT and angiogram confirmed a limb occlusion. A secondary procedure was carried out and endurant aui stent graft was implanted and a femoral-femoral bypass carried out which resolved the occlusion. As per the physician the cause of the event is patient anatomy. The patient was reported to have a long narrow distal aorta with diameters of 27-28-25. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Film analysis: the exact cause of the reported limb occlusion could not be determined from the pre-implant films provided. The CT¿s returned were non-contrast; therefore, no assessment of vessel patency or thrombus could be performed. Images during implant were also not returned, and CT¿s/angiograms during the reported occlusion event were not available for assessment of the event and evaluation of the post-implant stent graft configuration. A returned pre-implant angiogram study during contrast injections and flow lumen evaluation revealed that the proximal neck likely contained significant thrombus. The flow lumen diameter measured ~20mm just below the right renal, and narrowed down to ~11mm near the distal end of the 50mm length proximal neck. It is possible that oversizing of the 32mm bifurcate within the thrombus filled aortic neck may have compressed the stent graft which subsequently contributed to the occlusion. Implanting within the long (40mm) and relatively narrow (23 ¿ 19mm flow lumen diameter) distal aorta may have also been a contributor. This may also have been caused by a patient condition: poor distal runoff, an unknown coagulopathy that is now presenting, or a previous history of pad. If information is provided in the future, a supplemental report will be issued.